Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit passed the self test and displacement test. The pump was downloaded successfully using thump software for reference, and pump error 63 was confirmed in the history files on 10/20/2025 06:53:00.000. Per the software engineer log, the issue is suspected to be a hardware error problem with the twi interface or with the ad5161 chip. The pump was cut open to perform a visual inspection, and evidence of an electronic defect was found. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, cracked case (battery tube), and serial number label missing. In summary, the customer¿s allegation of pump error 63 was confirmed based on the download history review and suspected hardware error. The unit was separated from the electronic assembly due to the electronic defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer was able to clear the alarm, received a request to rewind the pump, and was able to complete the rewind and a 0.2 unit fill cannula test (recorded in daily history). Error 63 was confirmed by the error table as one that requires pump replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device will be returned.